Event description:
On (B)(6), 2011, while a patient was sleeping, he managed to remove the hawley retainer and it bacame lodged in the patient's throat.

Manufacturer narrative:
The original device was made correctly, and doctor recommended a change in clasping to improve retention. The original device was modified with different clasps that offer more retention. The patient is fine and was advised not to wear the appliance during sleep.